Event description:
It was reported that during an unknown procedure, the sleeve is snapped in half. The device was opened onto the sterile field and fell apart on the field. Another device was used to complete the procedure. There was no patient involvement. No other details were provided.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the device sleeve was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The batch record was reviewed and no anomalies were noted during the manufacturing process.